Event description:
On (B)(6) 2013, the nurse reported that the patient was implanted about 4 weeks ago. Following the implant, the patient experienced a reaction to the sutures or dressing, causing both wound sites to become inflamed and was treated for this with antibiotics. The device was not switched on. After about two weeks the patient complained of swallowing difficulties and could not swallow food or fluid. The patient has a barium meal and they are waiting for the results. The device remains switched off and has never been switched on, therefore, the problem is not associated with stimulation. It is thought that the issue is a result of the surgery, but the reason is still unconfirmed. Follow up found that the patient was seen again on (B)(6) 2013. The patient has a gastroscopy and barium meal investigations and the nurse understood that the swallowing difficulties were thought to be caused by exacerbation of a pre-existing reflux condition. However, the nurse stated that she has not seen any formal reports and all has settled down now. The patient's device was activated and there have been no problems. No other information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.